Event description:
Orig. 2005. Allegedly the surgeon inserted a size 4 femoral component with a size 3 tibial insert, and a size 3 plus tibial base plate - this is not a correct combination. The pt has subsequently been revised to a double high insert which is compatible.